Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the transmitter power adapter was burnt. During investigation, transmitter was unplugged and had patient disconnect prongs. The strips on adapter were found to be green. Upon reconnecting prongs and plugged into power, green light on the power adapter was on but no lights came on transmitter. The transmitter was replaced. The patient did not experience any consequences.